Event description:
The lead was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. The distal conductor delaminated. It was also noted that the distal conductor was distorted. The outer insulation had cosmetic environmental stress cracking, was breached cut, had a white substance and had a cosmetic depression. The lead was stretched. It was visually noted that could not determine the anchoring sleeve fixation site, or determination the conductor whether the conductor does not affect electrical performance.